Manufacturer narrative:
S/w unknown. Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a damaged battery cap. The customer's blood glucose level was 11.3 mmol/l at the time of the incident. Customer states they have cracks on their pump. The insulin pump will be returned for analysis. No further details are given.